Manufacturer narrative:
(B)(4). This lot was manufactured from august 20, 2014 to august 25, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified white particles floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the balloon. The unit contained colistimethate and tobramycin. This was discovered before use. There was no patient involvement. Additional information was requested and is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was recieved and evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.